Event description:
The physician was performing mechanical thrombectomy of a proximal m1 clot using a reperfusion catheter 054. The clot was very fibrous and the physician went through two 054 separators during the case. A separator 041 was then used due to depleting stock of the separator 054. The proximal shaft of the separator 041 then broke in the rhv.

Manufacturer narrative:
Device investigation: there is a break in the proximal section of the separator 4.0 cm after the green ptfe coating begins. The distal side of the break is hooked. The separator is non functional. Conclusion: the complaint identified the clot as tenacious and fibrous with several 054 separators used and discarded before the (B)(4) was used. Similar situations have resulted in over-vigorous separator strokes by the physician. This can cause the knotting and eventual breakage as seen in this case. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.